Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure performed on an unknown date. According to the complainant, during the procedure and outside the patient, the needle detached and fell on the floor. The procedure was performed using another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.